Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06061. It was reported that the rotawire fractured and the patient experienced a perforation. A 300cm rotawire and a 1.25mm rotalink plus system were selected to be used to treat a 95% stenosed and highly calcified and elongated lesion in the proximal right coronary artery (rca). A stent was placed in the proximal rca eight years ago. It was difficult to advance the rotawire through the support catheter. The rotawire eventually crossed into the rca and the physician initiated rotablation in the proximal rca. Without applied pressure, the burr suddenly moved straight through the vessel puncturing the pericardium. The rotawire had broken. The physician pulled the 1.25mm rotalink plus system back and removed the system; however, 20cm of the fractured rotawire remained in the rca. It was not possible to retrieve the fractured piece. A pericardial puncture was performed and the patient remained stable. The patient planned to be treated with bypass surgery in the rca, during the bypass procedure it is planned to remove the remaining piece of the rotawire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and the body was kinked and the wire was broken at 320.5 cm from proximal end, the other section of the wire did not return. The wire has rotational wear marks near the broken section. Overall length and measurement of the od of the distal tip could not be performed due to device condition. The od of middle of the device and the od of the proximal section were measured and found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. The dfu states that is highly recommended when long ablation runs are required (particularly in calcified, angulated lesions) changing the position of the guidewire in order to expose a previously unused segment of the guidewire or also, exchange the guidewire to prevent damage; but, seems to be that the previous statement was not followed, because several damages observed in the surface of the wire and mainly near the broken section. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06061. It was reported that the rotawire fractured and the patient experienced a perforation. A 300cm rotawire and a 1.25mm rotalink plus system were selected to be used to treat a 95% stenosed and highly calcified and elongated lesion in the proximal right coronary artery (rca). A stent was placed in the proximal rca eight years ago. It was difficult to advance the rotawire through the support catheter. The rotawire eventually crossed into the rca and the physician initiated rotablation in the proximal rca. Without applied pressure, the burr suddenly moved straight through the vessel puncturing the pericardium. The rotawire had broken. The physician pulled the 1.25mm rotalink plus system back and removed the system; however, 20cm of the fractured rotawire remained in the rca. It was not possible to retrieve the fractured piece. A pericardial puncture was performed and the patient remained stable. The patient planned to be treated with bypass surgery in the rca, during the bypass procedure it is planned to remove the remaining piece of the rotawire.